Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented auto-feed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for investigation. The chamber was visually inspected for the reported damage and another sample from the same user was inspected using scanning electron microscopy (sem). Results: visual inspection of the complaint mr290 revealed multiple cracks around the base of the chamber dome below one of the ports. The surface of the dome was whitened between the base and the maximum fill line. Sem testing of the other sample from the same user showed extensive evidence of environmental stress cracking (esc). This is characterized by tree ring-like surface deformations on the crack surface, radiating out from the point of exposure to an attacking chemical. This was observable along the length of the sample indicating multiple points of chemical attack. Conclusion: the nature of the cracking and the white discolouration indicate esc. The sem testing of the other returned sample supports the conclusion that the chamber has been subjected to extensive chemical attack which has embrittled the chamber, causing the cracks responsible for the reported leak. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented auto-feed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers". "Set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility to a fisher & paykel healthcare (f&p) field representative that an mr290v humidification chamber was found to be leaking water after 17 days of use. No patient consequence was reported.